Manufacturer narrative:
Correction: device lot number, and model number, updated. The probe was returned for analysis. Through visual and functional testing methods it was confirmed that the returned probe had impact marks at the back end causing fit issues with the mating tracker. Physical damaged was confirmed. Device manufacturing date, updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the probe could not be inserted into the navlock to try and verify the probe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the lumbar probe in the nac navlock-61 tray was damaged. There was no patient involved with the issue.